Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device broke. It can no longer be used. No further information received. *** update 21-may-26: more information was received. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with additional devices. It was not necessary to do a second surgery.